Manufacturer narrative:
Section b5 additional information - the customer stated that the thermal damage previously reported was intended as part of the tissue dissection. The small bowel was the tissue that experienced necrosis. It was unknown to the reporter if the injured vessel was repaired by placing a stent, or if it was repaired with surgical reconstruction of the vessel with a graft. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died after the surgeon got into bleeding with the superior mesenteric artery while trying to dissect in this region as a result of intended use of electrocautery dissecting near this vessel. No allegation has been made about any intuitive surgical products or instruments. Based on the information provided in the summary of events and the surgeon¿s account of this event, this was a surgical error and no intuitive surgical products or instruments contributed to this event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical nephrectomy, the superior mesenteric artery (sma) was injured, leading to bleeding; the patient expired post-operation in the intensive care unit (ICU). The bleeding reportedly occurred while the surgeon was performing lysis of adhesions, vessel dissection and ligation. The bleed began as a result of thermal damage to the sma. The procedure was emergently converted to open surgery to control the bleeding and to place a stent in the injured vessel. The patient lost approximately 100cc's of blood. Post-operatively, the patient experienced ischemic necrosis of unspecified tissues. The reporter did not know what intervention was performed due to the necrosis. The patient's condition worsened and they expired the next day as a result of post-operative complications. The official cause of death could not be provided. It was reported that no da vinci product caused or contributed to this event. No additional information was available.

Manufacturer narrative:
A review of the system logs found that no errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. The following concomitant products were used during this procedure: 30 degree endoscope plus, large needle driver, monopolar curved scissors, two fenestrated bipolar forceps instruments. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report had an injury to the superior mesenteric artery (sma) during a nephrectomy. They opened to repair and stent this vessel. Post operatively, the patient experienced ischemic necrosis of unspecified tissue and eventually died. The details of their post operative course and eventual cause of death are not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.